Manufacturer narrative:
The insulin pump had minor scratches on the display window, cracked display window corners, a broken belt clip slot, and a cracked reservoir tube lip. The insulin pump was received with a corroded motor home switch. No moisture damage was found on the electronic assembly.

Event description:
It was reported that the insulin pump was exposed to fluid. Customer stated that the insulin leaks out of reservoir in the chamber. Customer's blood glucose was 125 mg/dl. Customer stated there was fluid under the liquid crystal display. Customer reported that he stopped using the insulin pump 3 weeks ago due to blood glucose was 400-500 mg/dl. Customer stated that the insulin appeared to be leaking in the pump. Advised the customer that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).